Event description:
It was discovered at a service facility that channel two allowed air to pass through the air sensor undetected. This was noted with service testing that was performed after the front panel of the device was repaired. There was no clinical involvement.

Manufacturer narrative:
Section f completed by the MFR. Evaluation summary: the infusion pump was evaluated by baxter healthcare. The device utilizes an ultrasonic sensor, where air would transmit the signal poorly and stimulate an air alarm. When an air filled IV tubing was loaded into the pump the transmitted ultrasonic signal was within specification and did drop well below the threshold to initiate an air alarm. The air sensing system was found to be functioning appropriately. It was observed that if water was applied to the air sensor with a paper towel, the transmitted signal would initially be above the threshold for initiating an air alarm when an air filled tubing was loaded in the pump. However this signal would drop to the appropriate level when allowed to dry for 1 to 2 minutes. The pump was most likely tested at the service facility when the air sensor was wet after cleaning and did not reflect the true sensor performance.